Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for suspected gastrointestinal bleed for generalized weakness and tarry stools. Patient was transfused 2 units packed red blood cells on admission and inr 3.1. Patient underwent a colonoscopy on (B)(6) 2020 where a few arteriovenous malformations were observed and cauterized. Patient had an upper endoscopy prior to the colonoscopy, which revealed no source of bleeding. Patient was transfused a total of 6 units packed red blood cells during the admission. Patient was discharged home after hemoglobin was stabilized.